Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low scan on the sensor when compared to an unspecified result obtained from a competitor meter. The customer experienced symptoms described as "could not speak, dry mouth, shortness of breath", and was unable to self-treat. The customer was seen in the intensive care unit (ICU) where a laboratory result of 875 mg/dl was obtained as compared to sensor scans of 121 mg/dl, 70 mg/dl, and 60 mg/dl. The customer was diagnosed with hyperglycemia and provided unspecified medication for treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.